Event description:
The hospital informed pmt (B)(6) 2009, that they had two expanders in a row (identical sizes) with leaks. The first expander was explanted and replaced with an identical size that also leaked. Both failure happened as they were approaching full fill volume.

Manufacturer narrative:
(B)(4).